Manufacturer narrative:
Per the clinic, the patient developed a post-operative pseudomonal infection at the surgical wound site and pre-auricular abscess. The patient was treated with intravenous antibiotics (specific date and duration not specified). However, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the patient underwent wound debridement and explant surgery on (B)(6) 2025.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.